Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she had been hospitalized for low blood glucose reading associated with food poisoning. Pt stated on (B) (6) 2010, she ate lunch and on the way home vomited. Pt reported she was unable to get out of the car once she arrived home due to low blood glucose; pt was not driving when the incident occurred. Pt stated 911 was called and they gave her a shot of glucagon. Pt reported they tested her blood glucose with a reading of 57 mg/dl and she was hospitalized from (B) (6) 2010 until (B) (6) 2010 with stomach virus and colitis. No product return was requested.